Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the ua by rotating the driveshaft to the home position but could not clear the ua. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during the archive data review and functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Upon visual inspection, unrelated to the reported complaint, noted the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damages. The archive data show the presence of a user advisory (ua) 45 error message around the customer's reported date that likely related to the drive shaft was not in the home position during the power on, thus confirming the reported complaint. Unrelated to the complaint, the archive also showed several (ua) 12 (lifeband not present), fault code 42 (force overload tripped) (ua) 19 (max applied load exceeded) error messages. The error messages were cleared by the user and were not reproduced during the functional testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that the platform has detected one of several conditions. The user advisory 12 is an indication that autopulse platform has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The fault code 42 error message alerts the load cells that have detected too much force being applied. This can result from the patient being improperly positioned on the platform or from an excessive force being applied on the load cells due to a stiff patient's chest. This error message can be cleared when the user press restart. User advisory (ua) 19 error message indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. Functional evaluation failed as the autopulse platform displayed a (ua) 45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes without any fault or error. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).